Event description:
It was reported that the needle did not retract and the cannula retracted when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for less than one hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received partially deployed. The formed needle was observed protruding past the needle well. The hard cannula was observed to be dislodged from the slide retract upon the device's opening. The hard cannula was observed to be incorrectly installed. The incorrect installation of the hard cannula resulted in the needle's inability to retract. The hard cannula and soft cannula were both observed protruding past the needle well. No retraction of either cannula was observed. The portion of the hard cannula that was exposed was observed to be bent. It could not be determined when this damage occurred to the hard cannula. Excess material was observed on the slide retract. This damage to the slide retract can be attributed to the incorrect installation of the hard cannula. An 0x1c alarm was observed in the data. The device operated as intended in this regard. No timeouts nor drive stalls were observed in the data.